Event description:
The device exhibited a ripped and bubbled downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.